Event description:
Reporter indicated high lead impedance results were obtained with vns systems and normal mode diagnostics testing for a patient. The vns generator was disabled and the patient was sent for x-rays. The x-rays will not be sent to the manufacturer. The patient was not experiencing any adverse events. No trauma or device manipulation occurred. Surgery to replace the vns is currently not planned, as the patient was a non-responder to vns therapy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device information was obtained. This report is being submitted to correct this information.